Event description:
The customer reported to our kit booking specialist, an event of breakage of the item involved. The event occurred during a surgical procedure. No adverse consequences reported and no delay in the procedure. The surgeon used another item available in the theatre to complete the surgery.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for eval. A review of the device history for the reported closed tube clip revealed no discrepancies. As the device was discarded and not returned to stryker kiel, reasonable examination was not possible. Thus, the root cause of the reported event could not be determined.